Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) system developed an infection. During the procedure to explant the system, the superior vena cava was torn when performing a laser extraction of the right ventricular (rv) lead. The patient was transferred to the operating room on bypass but subsequently died. The product has not been returned.

Manufacturer narrative:
(B)(4).